Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the doctor realized that the dialysis catheter was working. The venous lumen seemed occluded and has no ability for flow.

Manufacturer narrative:
(B)(4). Corrected data: event description corrected to catheter not working. Lot # identified as 23f16j0684. A 2-lumen arrow nextstep catheter was returned for evaluation. Both extension lines had blood in them, with the arterial (red) line having more blood than the venous (blue) line. The distal end of the catheter had been cut off. Per the graphic, the length of the catheter is 27 cm. The catheter measured 11.2 cm; indicating that 15.8 cm of the distal end was not returned. There were dark areas of blood visible inside the catheter body. A small amount of dried blood was visible inside the distal tip of the arterial lumen. A 10 ml syringe was attached to the venous (blue) lumen and air gently injected into the lumen. Blood exited the distal end of the catheter. A 10 ml syringe was then used to aspirate water through the venous lumen. A mixture of blood and water entered the syringe. A 10 ml syringe was attached to the arterial (red) lumen and an attempt was made to inject air, but it met resistance. (Con't) other remarks: an attempt was made to aspirate water through the arterial lumen, but only a small mixture of blood and water entered the distal end of the syringe. Using a syringe, the venous (blue) lumen was flushed with water and some blood clots and water exited the catheter. Water was then aspirated through the venous lumen into a syringe. Initially the arterial (red) lumen could not be flushed with a syringe and water. A 0.035" pin gauge and water were used to clear multiple blood clots from the lumen. Once the clots were cleared, water could be injected and aspirated through the lumen. A review of the device history records (DHR) for the catheter did not reveal any manufacturing related issues. The report that the venous (blue) lumen had no flow could not be confirmed through evaluation of the returned sample. The venous lumen contained blood clots that limited, but did not occlude the flow. The arterial (red) lumen was almost totally occluded with blood clots. It could not be determined if the blood clots caused the problem or were the result of the problem. In addition, the body of the catheter had been cut off and 15.8 cm of the distal end was not returned for evaluation. A DHR review was performed and it did not reveal any manufacturing related issues. The probable cause of no flow in the venous lumen could not be determined based upon the information provided and without a complete sample.

Event description:
The customer alleges that the doctor realized that the dialysis catheter was not working. The venous lumen seemed occluded and has no ability for flow.